Event description:
Per medwatch mw5108957: outbound call to patient for pump sn (B)(4) beeping. No disposable advised patient to clean cassette and put it back in it still beeped, so patient then switched to back-up to check if the cassette works it did. No side effects reported serial number: (B)(4). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? No. Did we [MFR] replace the cassette? No. Did the patient have add'l cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Unknown at time of call, if no, what was the patient instructed to do in able to continue their infusion? Pt was changing cassette and will call back if pump continues to beep; is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing. Additional information received by smiths medical/ICU on 17-may-2022 via email and attached to complaint object: (patient details and device serial number: (B)(4) updated in complaint).